Event description:
Approximately 5 year(s), 8 month(s) and 30 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening. It was further reported pain with arom. The patient underwent a hemiarthroplasty spacer 2-stage revision with the reported removal of the glenoid component. The outcome of this event is now considered resolved and the clinical report indicates that this event is possibly related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. (D10) concomitant devices: 300-01-07 - equinoxe, humeral stem primary, press fit 7mm: 6924923. 310-01-44 - equinoxe, humeral head short, 44mm (alpha): 6819475. 300-10-45 - equinoxe replicator plate 4.5mm o/s: 6803567. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.